Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken powerglide catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break near the molded joint. The catheter exhibited an elliptical cross-section in the vicinity of the break. The catheter shaft exhibited curved shape memory. Microscopic inspection of the break surface exhibited a mostly granular fracture surface. A regularly striated region was observed along the inner section of the fracture surface. Deformation and buckling were observed in the vicinity of the break. The granular fracture surface, buckling and elliptical cross-section were consistent with damage propagated through repetitive kinking; however, the striated region indicated that damage was initiated through contact with a sharp instrument. The location of the striated region indicated that sharp instrument contact occurred on the inside surface of the catheter, suggesting that the catheter was initially damaged by withdrawal against the introducer needle during device placement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit or prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of reds0533 showed no other similar product complaint(s) from this lot number.

Event description:
Device reported as leaking, when nurse attempted to remove the device it became apparent that the shaft of the device was no longer attached to the hub and that it had completely detached and remained within the patient. It was stated the patient is currently "well" but may need surgical intervention to retrieve fragment. 12/10/2019: information added: patient had midline in situ for 25 days and the catheter sheared away from the hub with the shaft of the catheter being retained in the patient's arm. Fragment retained in patient's arm. Vascular surgery review to see if fragment should/could be removed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds0533 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds0533) have been reported from the same facility in the (B)(6).

Event description:
Device reported as leaking, when nurse attempted to remove the device it became apparent that the shaft of the device was no longer attached to the hub and that it had completely detached and remained within the patient. It was stated the patient is currently "well" but may need surgical intervention to retrieve fragment.